Event description:
It was reported to tyco healthcare/kendall on 03/22/2007, that the blue cap at the end of the cannula dropped off during surgery. The nurse noticed it and it was retrieved from the cavity. Male pt, hemicolectomy. No ill-effects to the pt. Sample is being returned for examination.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.